Event description:
It was reported that the spinal cord stimulation (scs) patient required an MRI scan, but there were impedances discovered on one of the leads at contact number 1 and 4. The patient underwent an explant procedure where the implantable pulse generator (ipg) and the lead were removed so the patient could receive an MRI. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(4). Batch: 201071.

Event description:
It was reported that the spinal cord stimulation (scs) patient required an MRI scan, but there were impedances discovered on one of the leads at contact number 1 and 4. The patient underwent an explant procedure where the implantable pulse generator (ipg) and the lead were removed so the patient could receive an MRI. The patient was doing well post-operatively. Additional information was received providing the model and serial number of the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 201071.